Event description:
Tech was completing a pm on this bed. The safety analyzer showing on ohms an open ground. No injury reported.

Manufacturer narrative:
Bed located in off site storage. Technician found open ground on the bed. Found the power cord ground pin was open. Replaced the power cord to resolve this issue.